Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) for trauma at t12. It was reported that the inflatable bone tamp (ibt) would not advance through the working cannula into the vertebral body on the left side. A new ibt was used instead and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that after the procedure, the balloon was confirmed to be ruptured. It was unknown whether the balloon ruptured prior to use or during insertion into the cannula. The balloon became lodged in the cannula and was removed, then the balloon rupture was found when it was inflated outside of the patient. No balloon fragments remained in the patient and no contrast leak occurred in the patient. The physician commented that the "inflatable bone tamp (ibt) caught the posterior edge of the vertebral". It was also reported that prior to the rupture, the physician used a drill but did not curette the vertebral body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Product analysis: visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified leakage at the proximal tip. Visually identified damage to the proximal tip of instrument, and internal tube inside of balloon visually bent. The above observations are consistent with damage.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.